Event description:
The user facility reported that the bit broke during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A full UDI is not available due to missing device identification and serial number.

Event description:
No new information provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.